Event description:
The following was reported to kci by the kci kk representative: at the 57th annual meeting of (B)(4) society of plastic and reconstructive surgery, the physician reported during the time period of 04/2010 to 08/2013 (exact date of event was not provided), a debridement and surgical opening was performed for the undermining in the pt's sacral pressure ulcer. Post operative three weeks, the undermining resolved, and v.a.c. Therapy was applied. Four days after v.a.c. Therapy application, the pt allegedly developed a fever (38 degree c), with malodor, and v.a.c. Therapy was discontinued. After eight days, the pt's condition and wound improved. The unit's serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
The pt was treated with negative pressure wound therapy during the 04/2010 to 08/2013 time period. It is unk when the event occurred as this info has not been provided. It was reported that, "in addition, the location of the wound was easily infected due to the stool contamination risk. It was important to control infection." It was also reported that, "after discontinuation of v.a.c. Therapy, the wound improved with dressings." No report surgical intervention. Based on info provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy.